Manufacturer narrative:
Exact date unknown, event occurred eight weeks prior from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 288603/288611.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. No device malfunction was suspected. All device components were explanted and will not be returned.